Event description:
It was reported that during service at the manufacturer the core universal driver ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the following parts were worn: reverse trigger, safety bar and geartrain. The potted trigger flex and the motor flex were corroded.

Event description:
It was reported that during service at the manufacturer the core universal driver ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly, the trigger flex contained in the potted trigger assembly, was corroded.